Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient stated "the catheter fell out of back and had to fix it and something needed to be replaced". Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.